Manufacturer narrative:
B5 updated with patient outcome.

Event description:
It was reported that the outcome of the patient was noted to have survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella support, air was observed in the purge line following a purge cassette change. A de-air procedure was performed; however, the condition did not immediately resolve. The purge cassette was removed and reinserted into the automated impella controller (aic). It was additionally reported that flow values were initially not displayed following the cassette change. During troubleshooting, flow values subsequently became available and all reported purge and motor parameters were within expected ranges. The purge cassette remained in use, and the removed cassette was retained for return to the manufacturer at a future purge cassette change. The user was advised to continue monitoring purge pressure, purge flow, and motor current. No signs or symptoms of patient injury or patient harm were reported in association with this event.